Event description:
Customer reported that the insulin pump has a crack on the screen. Customer stated he is unsure of how the damage occurred. Blood glucose is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked belt clip slot at battery tube threads are and a cracked reservoir tube lip. No crack was noted on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.